Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient reported that during pd treatment, the cycler set was leaking into the cycler. In a follow up with the patient's pd nurse, it was verified that the patient did not have any adverse events as a result of the leak and did not require any prophylactic antibiotic or other medical intervention. The patient did not require any medical intervention because of stopping the treatment. The patient decided to not call tech services and just wait and use the cycler the next day. The cycler is not available to return for investigation.

Event description:
A peritoneal dialysis patient reported that during pd treatment, the cycler set was leaking into the cycler. In a follow up with the patient's pd nurse, it was verified that the patient did not have any adverse events as a result of the leak and did not require any prophylactic antibiotic or other medical intervention. The patient did not require any medical intervention because of stopping the treatment. The patient decided to not call tech services and just wait and use the cycler the next day. The cycler is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.